Event description:
The patient reported that vns therapy increased is his seizures. It was later reported that the patient was scheduled for explant of the vns system. Attempts to obtain additional information will be made, but no additional information has been received to date. Surgery is likely, but has not yet occurred.